Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarm low reservoir volume and was out of medication more than 24 hours earlier than expected. The patient reported that the pump settings read rate 32ml/24hr, given 25.55, reservoir 4.6, and the patient felt anxious but overall no other changes. It was reported that the patient felt burning on skin throughout the day prior to alarm. Subsequently, the patient switched to back up pump. No additional patient consequences were reported.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device three separate delivery accuracy tests. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.